Event description:
It was reported by the patient that the pink slide did not move forward when the pod was activated but the cannula and needle were both visible upon pod removal; this indicates a needle mechanism failure. The patient also reported the cannula did not properly insert into the skin. The pod was not worn. As treatment, a new pod was applied. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received partially deployed with the formed needle extended past the bottom housing window. Upon opening the pod, it was observed that the linkage assembly was slightly extended and not fully in the undeployed state, the release bar was released from the ratchet gear, and the cam finger was dropped in its post-deployment state, indicating that firing of the needle mechanism had been initiated. During the investigation it was noted that the linkage rivet was damaged. The formed needle was observed to bent at the exposed portion. The timing and cause of the formed needle damage could not be determined. It could not be determined if the formed needle damage is directly linked to the damaged linkage assembly. This damage to the linkage assembly prevented the mechanism spring from fully deploying the linkage assembly and resulted in the needle mechanism failing to deploy fully as intended. The damage to the linkage assembly prevented the deployment.